Event description:
It was reported to medtronic neurosurgery that the physician believed that the pt had an allergic reaction to durepair.

Manufacturer narrative:
The date of the reported event is unknown. It is unknown if the device was explanted. It is unknown if the physician used ancillary products or medication in conjunction with the durepair. Therefore it cannot be determined if durepair caused or contributed to the pt's symptoms. The product has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided.